Manufacturer narrative:
The field service engineer (fse) was dispatched and on (B)(4) 2017 and (B)(4) 2017 he replaced the cable from the z-motor to the driver board and the z-motor. The fse checked and adjusted pipetting alignments. The fse confirmed the daily check passed. He performed the qc run and confirming it was in range and that no errors occurred during the qc run. The probable cause of the event was the z-motor failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017, a customer reported error 4019 /spec z axis home not found with their aia-360 analyzer sn#(B)(4). The customer reports that they ran cardiac controls with no issues, but they are still getting the 4019 error and the sample needle is straight, they will try one more step and that is to clean and lubricate both the vertical guide rod and lead screw assy. Account called back, still same errors. A field service engineer (fse) was dispatched. The customer is unable to run and requested service to address the reported event, records for the account indicates that ctnl2 and ckmb assays, were purchased within 120 days prior to aware date. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.